Event description:
Additional information indicated that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. This rv lead was surgically abandoned and was replaced with no issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited noise and high out-of-range pacing impedance measurement. Boston scientific technical services (ts) then discussed possible causes and provided troubleshooting options. Additional information indicated that the source of high out-of-range impedance was unknown. The patient will be scheduled for lead revision. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.